Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on 2016-dec-16. It was clarified that the ¿45¿ ml confirmed via telemetry referred to the amount that would have been given had the pump contained more than 40 ml. No troubleshooting or diagnostics were performed related to the empty pump. It was indicated as actions/intervention taken to resolve the empty pump that the pump was filled and the staff reiterated to the patient ¿more times than I counted¿ (per the representative) about the importance of keeping his refill appointments and calling the office for any audible alarm as soon as he hears it. The cause of the empty pump was reported as the patient missed a refill. It was indicated the empty pump had been resolved. It was noted that interrogation was not done on the representative¿s programmer so a printout would need to be requested from the office.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving fentanyl 1000 mcg/ml; 780 mcg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported the patient was at the clinic (B)(6) 2016. The pump was empty and 45 mls was confirmed via telemetry. The patient first heard the audible critical pump alarm 4-5 days ago. The empty pump alarm occurred. The logs had not been read. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.